Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation is patient/consumer .

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter with an unknown serial number. The exact date of the event is currently unknown. The initial meter result was estimated to be 3.4 inr. The first repeat meter result was estimated to be 3.6 inr. The second repeat meter result was estimated to be 2.4 inr. All the three results were taken within 4 hours or less from one another.